Manufacturer narrative:
Additional information was added to h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a fluid leak from a transfer set, specified as ¿leaking from the line¿ after disconnecting, closing the set twist clamp and applying a minicap. The pd unit advised the patient to clamp the line and not use the pd catheter. The patient was instructed to come to the unit for a line change. The following day the patient presented to the unit and a line change was performed. Subsequently the patient developed peritonitis. The cause of the leak was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with intraperitoneal vancomycin (dose, frequency and duration were not reported). At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.